Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that there was a time loss/gain of greater than five minutes. There was no adverse event associated with this complaint. This complaint is being reported because time loss or gain during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box did not reveal any records of time loss/gain. The pump powered on and timekeeping accuracy testing was completed. The pump maintained time accurately during the 5-day duration test. Investigation did not duplicate the time loss/gain complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.